Manufacturer narrative:
Device was not returned for investigation despite multiple requests.

Event description:
It has been reported that during a patient use event, the device did not register any contact between the device and the patient. The ambulance personnel changed to their own device and were able to deliver a shock with the same pads. The patient outcome is unknown.